Manufacturer narrative:
The lot number of the device was provided; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1706061 implantable port allegedly experienced obstruction of flow. This information was received from one source. One patient was involved with no patient consequences. The patient was a (B)(6) female. Weight information was not provided.